Event description:
It was reported that the gastrointestinal videoscope required channel repair. Specifically, the biopsy channel forceps were difficult to advance, and the channel was suspected to be collapsed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.